Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation for 60 seconds. The maverick2 monorail balloon was used to predilate the lesion prior to placement of another manufacturer's stent. The lesion being treated was a 90% stenotic lesion in a tortuous proximal rca. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. It is noted that resistance was met with insertion and removal of the maverick2 monorail balloon. The pt was asymptomatic during this event. The procedure was successfully completed. Pt status is reported as 'good'.